Manufacturer narrative:
Visual inspection of the returned device confirmed that the jaws were damaged and unable to close. This type of damage is indicative of extended usage and contact with other metallic instrumentation during cleaning, as this is a reusable instrument. Based on the evaluation the most plausible root cause for jaws not closing completely is due to normal wear and tear. No design or material deficiencies appear to have been identified; it reached the end of its service life.

Event description:
It was reported that during a procedure using a jaws great white grasper, the jaws of the instrument did not close completely. The procedure was completed using a competitive device. There were no patient complications reported as a result of this event.